Event description:
No problem with device. Revision of breast reconstruction to correct size difference. Assymetry gel mentor implant. Becker removed previous date. Gel implant removed & replaced with different gel to correct assymetry.